Event description:
The customer stated that he has experienced high blood glucose levels, and feels that the insulin pump is not delivering the correct amount of insulin. The reported blood glucose reading at the time of the call was 238 mg/dl. The the customer feels that the basal rates are not being delivered properly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.